Event description:
On (B)(6) 2013 the patient contacted animas alleging that she had experienced two low blood glucose (bg) excursions since using this pump and was concerned the pump was not delivering correctly. The patient stated that the previous day at 5:30pm she experienced a low bg of unknown value with the feeling of being ¿out of it¿. The patient stated she was unable to treat because her cognitive skills were impaired. The patient stated that she was given milk, juice, and a sandwich and when she retested her bg at bedtime it was 288mg/dl. The patient reportedly bolused for elevated bg and she awoke the morning of (B)(6) 2013 with bg of 49mg/dl. The patient did not report any symptoms with this bg incident and was reportedly able to self-treat. The patient stated her bg responded, and her bg at the time of the call to animas was 217mg/dl. The patient denied any change in diet or activity level. The patient stated that she lowered her basal rates yesterday in response to the low bg. The patient confirmed that she does not prime while attached or manipulate the cartridge or cartridge cap while attached. The patient stated she does not use advanced bolus features and boluses her own amounts for food based on her experience. The patient confirmed basal rates were correct. A review of the pump history found the total daily dose added up correctly with basal and bolus deliveries. The patient confirmed the time and date were set correctly. Troubleshooting found nothing to indicate a pump malfunction. The patient was advised to discuss basal settings and low bgs with her healthcare provider. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: the black box data began on (B)(6) 2015. Due to continuous pump use, the data from the time of the alleged incident was unavailable for review. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation.